Manufacturer narrative:
(B)(4). Product not yet evaulated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking insulin, but instead is taking medication to manage diabetes. Customers a1c was 7.6 at last doctor's visit in (B)(6) 2015. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 101 mg/dl and 109 mg/dl. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 08/28/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 98mg/dl (B)(6) 2015 07:29:00 am fasting:yes; 2: 263mg/dl (B)(6) 2015 07:29:00 am fasting:yes; 3: 92mg/dl (B)(6) 2015 07:53:00 am fasting:yes; 4: 97mg/dl (B)(6) 2015 07:51:00 am fasting:yes; 5: 119mg/dl (B)(6) 2015 07:28:00 pm fasting:yes. Adverse event not reported.